Event description:
It was reported that the patient had mild loss of strength in their left hand, followed by complete loss of strength in their left arm and eventually hemiparalysis of the left side of their body. The patient also had dysarthria and facial paresis. The patient's international normalized ratio (inr) was 4.5 upon admission. A computed tomography (CT) scan was performed that revealed a hemorrhagic stroke. Vitamin k and cofact was given. Neurosurgeons offered a surgical option, but the family and patient did not want a big surgery. The patient passed away on (B)(6) 2023. The outcome was not device or therapy related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.